Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.

Event description:
A newspaper article reported that after a da vinci-assisted sacrocolpopexy, the patient experienced severe complications due to the pelvic floor mesh being anchored to the vertebrae instead of the sacrum. After the procedure, the patient complained of pain in the back and pelvis regions which was provoked when the patient moved. The patient lost weight as the pain led to them not eating or sleeping. After the patient complained of not being able to move their left leg, the surgeon of the procedure recommended the patient meet with a neurosurgeon. The neurosurgeon who found a screw placed in the patients intervertebral disc. It was reported that the surgeon of the index procedure was supposed to have placed this screw in the patient's tailbone to secure the pelvic floor mesh; the screw was several centimeters too high. An additional surgery was required to have the screw removed from the patient's intervertebral disc, but the patient continued to suffer after the screw removal as their nerve network was reportedly permanently destroyed. Additionally, during the corrective surgery, the patient's pelvic mesh shifted and grew through the patient's abdominal wall. The patient reported experiencing complications 12 years after the corrective surgery. The patient is incontinent and has a colostomy. Additionally, the patient cannot drive long distances or walk far, becomes exhausted easily, has constant pain, and medication has little effect on subduing these symptoms. The patient reported mental difficulties due to fears of further complications. The patient experienced suicidal thoughts and is on anti-depressants.